Event description:
During the procedure, the patient developed spasm around initial stent which caused dissection to distal edge of stent requiring additional stenting. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the mid right coronary artery (rca). The reason for the intervention was stable angina pectoris. The lesion was de novo. The length of the lesion was 13mm. The rate of stenosis was 70%. There was no thrombus present at the delivery site. The lesion was not pre-dilated. A cypher (cxs13300/ lot 15076317) stent placed in the lesion and deployed at 20 atmospheres (atms). Because the stent was under-expanded, the physician post-dilated the stent with a dura star 3.0x10 taken to 24atms for 11 seconds. During the procedure, the patient developed spasm around the stent which caused dissection at the distal edge of the stent requiring additional stenting. Two additional stents were placed overlapping, with good results. Twenty-one days after the index procedure, the patient experienced atypical chest pain. Subject underwent stress testing showing no changes. Cardiac enzymes were negative. An angiogram was not performed to check the patency of the stents. The patient was discharged two days later and is reportedly doing well.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have damaged display. Cracked/broken lines with black marks. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.